Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and calcified located in the left circumflex (lcx). At predilation, upon the 1st inflation at 10 atms, a balloon rupture occurred. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).